Event description:
The customer reported to olympus that during a case, the video system center had a blue screen instead of an image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. During troubleshooting with olympus technical assistance center (tac), the customer reported that a third party monitor (optical) was being used with a high definition multimedia interface (hdmi) connection. The customer was informed that the video system center (cv-190) did not have a hdmi port; therefore, they must be using an adapter. The customer was instructed to check the monitor input setting and the monitor displayed the menu. The customer was unsure how to check the monitor input. Tac explained that the issue could be an input, cable or adapter and recommended that the customer connect another monitor with serial digital interface (sdi) connection. The customer later reported that the issue was due to a third party channel box being on the wrong channel and the issue was resolved. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified. Olympus will continue to monitor field performance for this device.